Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was conducted for part: 314.453, lot: 8612465: manufacturing site: (B)(4), release to warehouse date: 28.oct.2013: the device history record shows this lot of 71 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent an open reduction internal fixation (orif) surgery on (B)(6) 2018 to treat olecranon fracture and was implanted with variable angle (va) olecranon plate. During the surgery, it was observed that the tip of the driver shaft had been worn. The surgeon tried to use the driver shaft with a torque limiter for 2.7mm va screw. However, the tip of the driver shaft spun freely in the recess on the screw head without being engaged in it. The driver shaft was replaced with another one. The surgery was completed within a 30-minute delay. There was no adverse consequence to the patient reported. Surgery was completed successfully with the patient outcome reported as stable. This report is for one (1) stardrive screwdriver shaft t8 55mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 314.453; lot: 8612465; manufacturing site: haegendorf; release to warehouse date: 28.oct.2013. The device history record shows this lot of 71 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation site: cq zuchwil. Selected flow: 3. Damaged: visual / examples: deformed/bent/cracked. Visual inspection: the visual investigation confirms complaint condition. The tip of the screwdriver is slightly deformed. The stardrive recess shows plastically deformation at the edges. Therefore this complaint is confirmed. Dimensional inspection: dimensional inspection of the relevant dimension of the screwdriver could not be conducted due to post manufacturing deformation. As this device is rather old and therefore often used we classify this complaint as caused by often use. The tips are worn as result of heavy applied torsional force while often use. This device left our distribution chain in faultless condition in 2013. No product fault could be identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.